Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred ¿3-4 weeks¿ prior to the alert date of june 22 2016, but was unable to state what results were obtained. The patient manages their diabetes with insulin (no adjustments) and stated that they had increased their insulin dosage as a result of the alleged high result by an unspecified amount. The patient did not develop any physical symptoms as a result of the alleged product issue but stated that they had self-treated with an unspecified type of treatment. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and they did not have control solution available to walk through a control solution test. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.